Event description:
This report is submitted for an atrial septal defect (asd) noted at the 6 month follow-up. At the 18 month follow-up, the asd persisted and increased from small to moderate. The steerable guide catheter cannot be excluded as potentially contributory to the event. It was reported that on (B)(6) 2013, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 4+ to 2+. On (B)(6) 2013, during the 6 month follow-up, a small atrial septal defect (asd) was noted, allowing blood to flow from the left atrium to the right atrium. There was no treatment provided and no hospitalization. During the 1 year follow-up, on (B)(6) 2014, a moderate patent foramen ovale (pfo) was detected via echocardiogram. Again, no treatment was provided and there was no hospitalization. During the 18 month follow-up, on (B)(6) 2014, the moderate pfo remained unchanged. There was no treatment and no hospitalization. Per the study physician, the asd/pfo is not serious and is an ongoing event. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Therefore, the analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation (atrial septal defect), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. In this case, it is likely that due to the pathology of the septum, the atrial septal defect, as a result of the original trans-septal puncture, was not able to fully close. Based on the information reviewed, the patient effect appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report filed, additional information received:the atrial septum was reportedly soft. The patient had no symptoms related to the atrial septal defect.